Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2013 due to an infection at the incision site. The patient underwent surgery for site debridement and was treated with IV antibiotics (type and dosage not reported). The patients device was explanted (B)(6) 2013.

Manufacturer narrative:
This report is filed december 18, 2013.